Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported a week after the catheter was indwelled, the medical solution leaked at the junction hub while the patient was in the hospital ward. As a result, the catheter was removed, but not replaced as the treatment was complete as scheduled. The clinician noted that there was no problem during the flushing of the catheter. There was no reported delay, death, or complications to the patient.